Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: subsequent to the initial MDR 3004753838-2024-011046, a correction is required. B3 date of event - correction g6 type of report - additional information h2 type of follow up - correction h10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).